Event description:
Baxter (B)(6) received a report that an infusor had separated tubing before use. The device was still in its original packaging when this condition was observed. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of unit confirmed the tubing had separated from the junction of the set cap. A portion of the separated tubing was observed to be still inside the set cap. Furthermore, the edge of the separated tubing was jagged. The root cause was determined to be the shipping and handling process. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.